Event description:
It was reported, the subject device malfunctioned when used in combination with the video system center and experienced no image. The issue was found during preparation for use. The procedure was a therapeutic laparoscopic surgery. No delay reported. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to faulty camera cable and the internal charge-coupled may be broken. Therefore, it is likely that normal communication was not possible, and this led to the event of no image output. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.